Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 491 mg/dl while wearing the pod between 36 and 48 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was reported kinked. As treatment, the patient drank water and changed out the pod. The ketones were negative.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the needle completely retracted. No damages or defects were found that would cause a needle mechanism failure. The exposed portion of the soft cannula was found to be flattened. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula.